Event description:
The device was used during an unspecified procedure. Reportedly, the suture did not absorb. The surgeon manually cut the suture to remove. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.